Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter " I would like to ask about the case where false positives continue."

Manufacturer narrative:
H6: investigation summary this complaint alleges a false positive result on a mgit 960 instrument (p/n 445870, s/n (B)(6)). The customer called in with multiple false positive results . After discussing customer workflow with technical support the customer confirmed that the false results were due to a customer workflow issue rather than an instrument or consumable issue. No samples or parts were expected to be returned for this complaint and thus, returned sample analysis is not required. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on march 25 2004. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. Root cause cannot be determined at this time as the customer has indicated the issue is caused by a workflow issue. This complaint is unconfirmed as the customer indicated the the contamination was not due to the instrument or consumable but was due to a workflow issue. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used as a default.

Event description:
It was reported that while using bd bactec" mgit" 960 system false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter "I would like to ask about the case where false positives continue"